Manufacturer narrative:
A ge service rep performed an on site investigation. The customer charged the uninterruptible power supply over night. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a red block and an error on the screen and would not boot up. No pt injury was reported.